Event description:
Peritonitis bile acid; fistula aplasia (bile duct). Information was received on 17-oct-2006 and 26-oct-2006 from a physician via a distributor regarding an female patient, with no history of diabetes, allergies, smoking, anemia, radiation therapy or previous operations. She had "good generalized complications with food nutrition status". The patient was admitted in 2006 for planned operation. Two weeks later, the patient underwent a choledochotomy with t tube drainage for common bile duct stone. There were no pre-operative complications and no concomitant medical devices were used. One sheet of seprafilm was placed at the abdominal wall where no infection existed. There was no direct placement on an anastomosis. The placing condition was good. There was no existing non-purulent inflammation. The intraperitoneam was washed with 5 liters of water. There were no existing adhesions. The incision was 14cm long with two layers. The first layer (peritoneum layer) was sutured consecutively with absorbable filament. The skin layer was closed with skin stapler. The total surgery time was approximately 2 hours with about 170g of bleeding without blood infusion. Post-operatively, an open drain was used concomitantly. Penrose drain was inserted into the winslow. Draining was in good condition. On oct 2006, the t-tube was clamped. Subjective and objective symptoms were negative and the t-tube was removed after a contrast study was performed. Shortly after the t-tube removal, the patient developed right upper abdominal pain where the seprafilm had been placed. X-ray and CT scan revealed intraperitoneal contrast fluid leaking from a fistula aplasia. The patient's symptoms improved a little and she was placed under "preservative observation." One month later, the patient experienced tenderness in the entire abdomen and was diagnosed with peritonitis bile acid. Her wbc was 21, 000 (neutrophils: 93.8%). The patient underwent an emergent laparotomy. During the re-operation, the surgeon found a small amount of bile leaked generally without "white moss" (unspecified). There was a "slight adhesion" at the great omentum at the abdominal wall. The small intestine was completely intact. A fistula of the t-tube was found 3cm from the common bile duct with surrounding liver and duodenum, but no other formation was found from the bile duct to the abdominal wall. Drainage was done. The seprafilm had been completely absorbed into the body; therefore it could not be removed. After the re-operation, the event alleviated. The patient was treated with cefepime dihydrochloride IV 2g/day between for peritonitis, an unknown IV drug 5g/day for peritonitis, sivelestat sodium hydrate IV (neutrophil elastase inhibitor) 250mg/day for sirs (systemic inflammatory response syndrome), and meropenem trihydrate IV 1g/day for peritonitis. The patient recovered without sequelae. The reporting surgeon assessed the event as severe, serious (life-threatening) and the relationship between the event and seprafilm as unknown. He does not have any idea for other causality, but felt that the patient's risk factor (age) could have been a factor. The physician stated, "it could not be denied that seprafilm interrupted to form fistula because there was almost no adhesion."